Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse completed the right master tool manipulator (mtmr) calibration and passed. The axis 1 of the patient surgical manipulator (psm) 1 failed the friction test. When the fse exchanged psm 1 with psm 3, the viscous drag friction peak value was 1.2012. The fse replaced the psm to correct the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The psm was analyzed, and the reported failure was able to be reproduced during the friction test (via matlab).

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the patient surgical manipulator (psm) 1 had unintuitive motion. The customer used a different instrument on psm 1 but the issue persisted. The procedure was completed with no reported injury.